Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The emboshield nav6 instruction for use states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The use of a wire other than the barewire appears to have contributed to the difficulties. The investigation determined that the reported difficulties resulting in unexpected medical intervention was user related. Based on the reported information, use of the non-abbott guide wire prevented the ability to retrieve the filter resulting in unexpected medical intervention to retrieve the filter with a snare device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the emboshield nav6 embolic protection device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the anterior tibial artery with none tortuosity and heavy calcification. The emboshield nav6 embolic protection system (eps) was deployed without issue; however, the physician realized that an incorrect non-abbott guide wire had been used and therefore the filter could not be retrieved. A snare device was used to retrieve the filter. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.